Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 402 mg/dl at the time. The customer declined to troubleshoot for high blood glucose and stated that it went down. The customer was treated with manual injection. The insulin pump will not be returned for analysis.